Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
It was stated that the patient fell. No other details were provided. The lead was returned to the manufacturer. The manufacturer device tracking system indicated the lead was replaced. Further information is being requested from the hcp.